Event description:
It was reported that this left ventricular (lv) lead had fractured and was exhibiting high out of range pacing impedance measurements of greater than 2000 ohms for some time. The patient had had cardiac resynchronization therapy defibrillator therapy programmed off for a while, yet markers were still being seen for pacing. This was because biv trigger was not deactivated. The lv lead remains in situ and no adverse patient effects were reported.